Manufacturer narrative:
Device evaluation: one cadd solis vip pump was returned for analysis. Visual inspection performed, and product found to be in good condition. Event history log review was performed and found evidence of reported problem. Visual inspection and functional testing were performed. The customer's reported problem was confirmed. According to the investigation, the pump was found displaying "cassette not attached properly" alarm message during the investigation. According to the investigation, the pump downstream occlusion sensor will be replaced. The problem source of the reported problem is unknown.

Event description:
Information was received that during testing of this smiths medical cadd solis vip pump, the pump exhibited cassette not attached properly alarm. No patient involvement reported.